Event description:
Healthcare professional reported that a patient was injected in the ck1,ck3 and ck4 with 2 vials of juvéderm® voluma¿ with lidocaine, "patient presented repeated infiltrations with voluma¿ and volux¿. After the infiltrations, the patient developed recurrent localized inflammatory episodes in the left malar region. Also, a tumor on the left side cheek". The episodes have responded partially to corticosteroid dacortin, claritromicina, cyprofloxacin therapy, bilasten 20mg, dymista, omalizumab. At present, the patient has developed a new inflammatory episode. Later physician reported "currently, the patient is asymptomatic. However, she presents recurrences of the condition when she experiences infectious processes (deemed not device related)". The event is resolved.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "unspecified infection", deemed not device related is considered an unexpected adverse drug experience.